Event description:
It was reported by the user facility that the device was damaged upon receipt (out of box failure). No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the teflon pad was detached and the outer sheath of the insertion section loose and buckled. A tear was observed on the shaft of the insertion section. It is believed that the phenomenon was caused by the continous vibration of the probe without a proper grasp of tissue. The buckling on the outer sheath was due to physical damage. See scanned page.